Event description:
At about 16:00 on (B)(6) 2022, the customer stated that when their acuson p500 system was in standby state, the battery of the system suddenly burned with smoke. There was a small fire on the battery. The hospital nurse doused it with water. Fire department was not called. No injuries have been reported related to this incident.

Manufacturer narrative:
The report will be supplemented if additional information is received. Reference#: (B)(4).

Manufacturer narrative:
The battery could not be sent to the manufacturer due to customs issues in china. Therefore, a team of engineers (siemens and battery supplier) was sent a team of engineers to the facility from (B)(6) 2023 to (B)(6) 2023 where the battery was held for part investigation. On (B)(6) 2023, engineers provided a report of their investigation. A probable cause was determined as a short circuit due to manufacturing issue. The battery unit was not assembled properly at the supplier facility. A paper strip that provided insulation between the nickel (+) and cell body (-) was assembled incorrectly, leading to contact between the nickel (+) and cell body (-) and resulting in the burnt battery. The supplier noted that this the first and only case of failure since first shipment ((B)(4).). Siemens has changed the supplier since the incident and the new battery has improved design for insulation. Reference: (B)(4).

Manufacturer narrative:
Many attempts were made to request the return of the p500 battery involved with the reported incident. We could not receive the battery due to the shanghai locked down by covid-19; the shipping company refused shipping the burned battery. Thus, a device evaluation could not be performed. Based on the provided images from service, a probable cause was provided as internal short of the battery cell. The verification of the battery pack protection circuit has been completed through battery-related certification (ul, cb, un 38.3). Currently, the product has been produced since march 2013 and (B)(4) units have been shipped out but there were no defects reported caused by battery burning. Reference# (B)(4).